Event description:
The device was being used for routine pt monitoring. The device was operating on a battery in well number 2. Reportedly, when this battery went low to a replace battery prompt and subsequently lost power, the device did not switch to the fully charged battery in well number 1. The operator replaced both batteries and continued to monitor with no further incident. There were no adverse affects to the pt resulting from the reported discrepancy.